Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01611.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 3006705815-2019-01611. It was reported the patient had high impedances on a full lead. X-rays were taken and confirmed lead migration. Reportedly, the patient experienced a fall (exact date is unknown). As a result, a lead replacement procedure took place on (B)(6) 2019. Therapy was restored post-operatively. Issue resolved.